Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for cysc tina-quant cystatin c gen.2 (cysc) on a cobas 8000 c (701) module. The initial cysc result was 0.029 with a repeat result of 2.062. The unit of measure was not provided. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The cysc reagent lot was 267857 with an expiration date that was no provided. Further analysis of the initial result reaction monitor determined there was likely no sample added to the reaction. Poor sample quality could have caused insufficient amount of sample to be aspirated. There were no abnormal sample aspiration alarms. The investigation was unable to find a definitive root cause.